Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up identified the issue is resolved.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient received two leads with the same lot number. The patient alleges ineffective therapy to his left leg and a loss of stimulation to the right side. Reportedly, the patient encountered multiple injuries previously in the line of duty. Troubleshooting was attempted to no avail. Follow-up identified surgical intervention was undertaken on (B)(6) 2016 to address the issue. Consequently, it is unknown at this time if the leads were explanted.